Event description:
(B)(4). I have consistent allergic reactions to the nickle in the essure coils, I break out in a bad burning itchy rash all over my body. Essure causes me severe pelvic pain, like the coils are stabbing me from the inside out. I have extreme bloating and feel gushes of bloat rush to my stomach when I stand up from a sitting position. I am scheduled for a hysterectomy this month, I'm only (B)(6) years old and other than the side effects of essure I am in perfect health. Essure is not safe.